Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping or scroll bar anomaly was noted on the display. The insulin pump had minor scratches on the display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 124mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.